Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the user did not follow the instructions in the device's instructions for use (IFU) regarding the timing for the replacement of the disinfectant. The reporter was instructed on the proper process. The IFU contains the following information regarding setting the disinfectant solution counter, which can prevent the reported issue, under "setting the disinfectant solution counter": "the disinfectant counter lamp on the main control panel will light up when either the set disinfection operation count or elapsed day count is reached so that this information can be used as a reference or reminder for disinfectant solution replacement. Although this function cannot precisely determine when the disinfectant is no longer effective, the display can be used as a reference for preparing the disinfectant solution replacement or as a reminder. It is recommended to update the operation count and elapsed day count data of this function according to changes in the operating environment, etc." Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, the endoscope reprocessor liquid chemical germicide (lcg) light was blinking when the machine was turned on. The issue was found at reprocessing. No patient harm reported.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the reporter was asked how many cycles was showing on the lcg uses, in which the reporter replied seven (7) uses day nine (9). During the conversation, the oer-pro started working. During the investigation it was found the customer needed to drain and reload a new lcg. The reported was advised the lcg was expired and that and could only be used for five (5) days. The lcg needed to be drained and a new one loaded. The reporter acknowledged that the lcg was replaced that day. The manual for draining and reloading the lcg was emailed to the reporter. (B)(4). The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.